Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a guidewire. The customer reports he was doing a radiofrequency (rf) ablation. Early in the procedure, he advanced the guidewire into the pt's vein, and while removing it through the rf stylet, part of the wire broke off in the pt's vein near the access site which was below the knee. The physician then accessed above the original access site and successfully completed the ablation above and below the piece of guidewire. The pt was brought back within 72 hours for an xray. The wire was still in the vein and showed no signs of moving and the pt was in good health. Later, u/s confirmed there was a thrombosed encapsulation of the piece of wire firmly embedded in the small vessel.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.